Event description:
Pt underwent an open tracheostomy in 2003. Upon return to the unit, they were immediately noted to have a cuff leak. They returned to the or for a tube change. Two pinpoint leaks were noted in the cuff. The pt tolerated the procedures well with no further problems.